Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. A downstream occlusion sensor test was performed, and the results were found to be within the product specification range. An upstream occlusion sensor test was performed, and the test passed. A flow rate accuracy test was performed, and the results were found to be within the product specification range. The reported condition was not verified. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under-infused dextrose 10% during patient therapy. It was further described as a patient with low glucose needed an infusion of dextrose 10% (125ml). The pump was programmed to infuse 125ml over 15 minutes. When the pump indicated the infusion was complete the bag appeared almost full (total bag of 250ml). The pump appeared to be dripping appropriately for the flow, but the bag did not empty to 125ml remaining. There was no report of patient injury or medical intervention associated with this event. No additional information is available.